Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump did not pass self test. The customer's blood glucose level was 239 mg/dl. The customer also reported that she received hardware low level failure error. The customer was assisted in troubleshooting and it was reported that she was able to clear the alarm as well as able to complete the insulin pump rewind. The customer also reported that the menu button on the insulin pump was not responding. The customer was assisted in troubleshooting and the customer reported that all the buttons were responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. All buttons function properly. However, pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin 1, keypad assembly.